Event description:
Caller reported a malfunction on the pump, which displayed malfunction code 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support resolved the issue by sending a replacement pump to the customer, advising them on using updated software and backup therapy with mdi, instructing on storage mode, and providing details for returning the problematic pump via ups with a pre-paid label.